Event description:
Deteriorating left hip extremely, high cobalt chromium blood test results hip revision rendered in (B)(6) 2023, followed by serious complication infection afib cardiac irregularities. Johnson & johnson prostheses placed in 2008 deteriorating leaking, high levels of cobalt/chromium cobalt 49: +chromium. Records and old prostheses available for review. (B)(6) 2023 significant elevations discovered in blood of cobalt & chromium: cobalt 49.3 (50x normal) chromium 39.9. X-rays show partial dislocations in left hip (B)(6) 2023 left hip revision (B)(6) 2024 - (B)(6), resistant wound infection incision site left hip (B)(6) 2024 atrial fibrillation ICU x3 days 2 ER visits with afib. Summer 2024 fractured right arm trip and fall summer 2024 cardiac problems. J and I #50 pinnacle cup and a #6 summit stem, a 36 mm metal-on-metal head retained by (B)(6) hospital. Available for review. Ref report: mw5160011.